Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implanted pump for intractable spasticity. It was reported the patient contacted their healthcare provider, on (B)(6) 2019, and stated they felt they were going through moderate withdrawals. The patient was instructed by their hcp to take some oral baclofen and have their pump checked. The patient was to have their pump checked on (B)(6) 2019. Additional information received on 2019-jul-08 from a manufacturer representative and confirmed with the hcp indicated the patient first started experiencing the moderate withdrawals on (B)(6) 2019 around 6:30pm. It was indicated that the pump logs were checked the next day ((B)(6) 2019) and did not show any stalls or events. The patient was scheduled for a dosing titration with hcp. The cause of the moderate withdrawals was not determined. It was unknown if the moderate withdrawals had been resolved. The patient's weight at time of event was unknown. No further complications were reported/anticipated.